Manufacturer narrative:
Investigation results: during evaluation it was confirmed that the blade was detached from the shaft of the device. Further investigation found this break was related to an improper weld. A review of this product's history for the past three years found one return of this nature. This failure mode will continue to be monitored.

Event description:
It was reported, that during use in an intra oral vertical ramus osteotomy, the intra blade broke. There was no injury related to this event.